Event description:
Information was received indicating that a no disposable clamp tubing alarm was noted with a smiths medical cadd cassette reservoir and was resolved by switching the cassette to a new one. No adverse effects were reported.